Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified before use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d9, h3, h4, h6 and h10. B5 (clarification): the issue was identified before patient use, and found in the pharmacy. H4: device manufacture date: september 14, 2021 - september 15, 2021. H10: the device was received for evaluation. Visual inspection was performed and observed a tear at the lower left side edge of the bag. Functional testing was performed with tap water and observed a leak at the lower left side edge of the bag. Magnified inspection verified a tear/hole at the lower left side edge of the bag. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.